Event description:
It was reported to philips that the customer wanted to order ECG replacement cable. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that ECG cable would need to be replaced. The customer was given part information for a replacement cable. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.